Event description:
--

Event description:
Boston scientific received information that this device was explanted due to noise and oversensing, which contributed to inappropriate shock therapy. During surgical preparation, noise signals were reproducible with light palpitations around the device. Additionally, the device's data history was reviewed, confirming a high out of range shift in pacing impedance measurements, of late. During surgical intervention, the chronic right ventricular (rv) lead exhibited normal impedances values when tested with the psa; no noise present. The physician thus contributed the anomaly to a damaged header-can connection. However, once connected with the new device, the chronic rv lead also exhibited high out of range measurements and noise, as seen with the chronic device. It was then the physician elected to cap the chronic rv lead and implant both a new rv lead and device. The explanted device is intended to be returned for a post-market analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
Following device return, this event will be further updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed two out of range pacing impedance measurements recorded in the two days prior to the device replacement procedure. Visual inspection noted tool marks on the header of the device. Microscopic inspection found the header of the device was loose in the front area only. However, x-ray examination verified that all header wires were intact. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.